Event description:
It was reported that a lead was attempted but not used. It was noted that the lead helix would not fully extend. The lead was removed and the helix would not extend on the table as well. The lead was never implanted and a different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix was bent but still operates within specification.

Event description:
On (B)(6) 2016: it was further reported that the lead was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.